Manufacturer narrative:
Unit passed the rewind, prime/seating test, basic occlusion test, and force sensor test. Sleep current measurement and active current measurement were within specifications. No unexpected low battery alarm noted during testing. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Unable to perform displacement test due to missing retainer. Unit was received with missing retainer, cracked battery tube threads, cracked case at battery tube side, missing reservoir tube o-ring, cracked keypad overlay at select button, severely scratched lcd window, and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery in less than 1 week. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.